Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery as the graft advanced through the mesher, the graft bunched up, the surgeon and tech had to take forceps and continually straighten graft out on both sides of the mesher as the graft advanced. There was no damage to the graft and it was able to be used. It increased surgical time by 15min or more. There is no additional information. No adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.